Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, button keypad anomaly due to blank display. No moisture damage on motor noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. Insulin pump was exposed to moisture before it alarmed battery out limit. Customer could not clear the alarm. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.